Event description:
Information received regarding the explanted device notes that the device indicated recommended replacement time and erratic measured data. Lead impedances were <200 ohms. A software download was unsuccessful. The patient was pacemaker dependent. Therefore, the device was replaced.